Manufacturer narrative:
Event site postal code:(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that when connecting the intra-aortic balloon (iab) to the cs300 intra-aortic balloon pump (iabp), a leak in iab circuit message was generated. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: photographs were provided by the account. The cs-300 pump displays a "leak in iab circuit" failure, confirming the reported failure. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Three kinks were found on the catheter approximately 75.9cm, 73.7cm, and 72.4cm from the iab tip. The inner lumen was occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. Although the photographs provided show the reported alarm on the customer's pump, the reported problem was not replicated and therefore cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).